Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the pump was under delivering insulin. The customer¿s current blood glucose level was 100- 150 mg/dl at time of incident. The customer's daughter was not getting the full dosage of insulin or basal rate. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Pump passed the delivery accuracy test at 0.0876 inches. (B)(4).